Event description:
The manufacturer received information that a trilogy 100 ventilator device was returned to a third-party service center for service. There was no allegation of harm or injury reported. The device was not reported to be in patient use. During the evaluation, the service technician observed a test low flow o2 failure. No documentation of a replaced component to address the issue. Additionally, the internal battery, capacitor, battery fan, exhaust fan assembly, stirring fan, 43 micron filter, and pollen filter were replaced to prevent failure. The detachable battery pack and internal battery were not replaced due to a long-term delay in the arrival of replacement parts but will be replaced.

Manufacturer narrative:
The device mentioned in this complaint has exceeded its useful life per the applicable IFU. The reported failure of test low flow o2 is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.